Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 1, 2014 to march 3, 2014. Evaluation summary: baxter received a photo of the device for evaluation. Visual inspection on the photo revealed evidence of a loose red coil cap. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a loose cap. The reporter did not specify whether the cap was the coil cap, luer cap, or fill port cap. There was no patient involvement as this was identified before patient use. No additional information is available.